Event description:
The user facility reported that the automated impella controller (aic) was causing shocks during walks with the patient by the intensive care unit nurse. The nurse felt a shock coming from the aic and reported the location as the right upper above the grey selector knob. The physician elected to change the console at the bedside. This aic was replaced with another aic resulting in no issues with the replacement aic. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported cart issue has been completed. The product was returned, and the issue was not confirmed. Data analysis: aic logs were looked into but they were not found to be relevant to the failure mode, device analysis: during the time of the complaint, the console was not plugged into ac and was one the cart. The console was tested in the lab, the failure did not reproduce during this process and passed the electrical safety test. The coating inside the console was equipotential to the grounding wires all throughout the console. The continuity for different pins of the connector cable between rotary and impellatronic was tested using a multimeter, and also compared with a known good connector cable, the connector cable was found to be good. While operating on battery, such a high voltage generation inside the console is not possible under normal operation. The charge source was most likely outside of console electrical circuits. Console was being walked isolated from ground ¿ this was an ideal condition for the equipment and clothing to build electrostatic charge. Theoretically, a clothing material can build 30kv+ in some cases. The aic was not the cause of the shock. Per the results of the clinical review and investigation, the root cause was determined to be use related. The source of the "shock" was likely the electrostatic discharge from the user (charge build up on the clothes) this report is being filed as part of a retrospective review of historical records.